Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and no damage was noted, and due to its condition, it appears to be not used. The device passed also the functional test, as the rf wire successfully punctured tissue through benchtop tissue test. Finally, the rf wire passed the dimensional test since electrode height and gap passed all dimensional criteria. Therefore, the reported allegation of failure to cross are not confirmed as rf wire successfully delivered the rf energy and crossed the tissue during bench top testing. The issue was not replicated during the bench top testing.

Event description:
It was reported that versacross access solution selected for use. During procedure, it was tried to cross the septum and unable to process across the septum when activated by the generator. They were not aware of the procedure at that point crossing the septum. Therefore, the procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that there was no difficult anatomy noted during the case which may have contributed to the issue. There was no difficulty/resistance felt when tracking the wire up/dropping down onto the septum. On fluoro, it was confirmed that the wire was exposed from the sheath 1-3mm. There was 3 times crossing attempted. No one remember whether there was error code or not, but it just made the audible noise it wasn't working.

Event description:
It was reported that versacross access solution selected for use. During procedure, it was tried to cross the septum and unable to process across the septum when activated by the generator. They were not aware of the procedure at that point crossing the septum. Therefore, the procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that there was no difficult anatomy noted during the case which may have contributed to the issue. There was no difficulty/resistance felt when tracking the wire up/dropping down onto the septum. On fluoro, it was confirmed that the wire was exposed from the sheath 1-3mm. There was 3 times crossing attempted. No one remember whether there was error code or not, but it just made the audible noise it wasn't working.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5) in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution selected for use. During procedure, it was tried to cross the septum and unable to process across the septum when activated by the generator. They were not aware of the procedure at that point crossing the septum. Therefore, the procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.